Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The dilator was broken. The tip of the vizigo¿ sheath dilator completely broke off. The dilator was broken before any attempt at inserting it into the vizigo sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Broken dilator is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 15-jun-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The dilator was broken. Device evaluation details: visual inspection testing was performed, in accordance with bwi procedures and the device failed due to the dilator hub was found detached from the tube. A device history record evaluation was performed for the finished device 00001941 number, and no internal action related to the complaint was found during the review. The customer complaint has been confirmed, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).